Event description:
A peritoneal dialysis pt reported he was hospitalized from (B)(6) 2014 for peritonitis. There was no indication the pt experienced a leak during treatment. Per the pt's peritoneal dialysis nurse the pt was admitted to the hospital for an ear infection. While hospitalized the pt acquired touch contamination peritonitis. No additional info related to this hospitalization has been provided to date.

Manufacturer narrative:
Additional attempts to the pts' peritoneal dialysis nurse have been made with no additional info provided. The MDR includes all event info received to date. Due to the lack of additional info and the known complication of peritonitis this MDR is being filed as a serious injury. A supplement report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.